Event description:
It was reported that the patient went to the emergency room and stayed overnight with severe hyperglycemia on (b)(6) 2026. The patient's blood glucose levels reached greater than 350 mg/dL while wearing the Pod for between 4 and 24 hours. Symptoms reported include nausea, vomiting, chills, and headache. The patient was diagnosed with Diabetic Ketoacidosis (DKA). The patient received treatment consisting of insulin, potassium, and fluids. The Pod was removed at the hospital by the physician and upon inspection, the cannula was not inserted into the body at the infusion site (arm). A new Pod was placed prior to patient discharge later the same day.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.0.Hardware: iPhone16.1.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.